Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Low bg cause was not known. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and was discharged 3 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.